Event description:
Information was received that the stopper on the pilot balloon of a smiths medical tracheostomy pops out. No adverse effects reported.

Manufacturer narrative:
The tracheostomy tube needed to be changed to resolve the originally reported issue. Reportable information indicated that it should be changed to a serious injury.